Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted with increased lactate dehydrogenase (ldh). The doctor performed an echocardiogram (echo) which was reported as "not great" and made the decision to exchange the lvad pump with another lvad pump on (B)(6) 2013.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.